Event description:
Info received indicates there are no caregiver functions working from either siderail due to a frayed right sidereal cable, exposing the wire, at the pivot point.

Manufacturer narrative:
The technician replaced the right siderail cable to repair the bed.